Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. The patient stated they set up cycler this evening and connected then fell asleep, and when they woke up they were still in drain 0 and had well over exceeded expected drain volume of 2300ml. The patient stated they did not get any alarms with this reset up of new supplies and stated they did not feel any tightness or discomfort while connected to the cycler. The patient performed a manual exchange. The daytime manual exchange was entered yes. The amount entered for daytime exchange was 2300ml. A review of the patient¿s treatment records identified that the patient drained 10577ml during drain 0 of 3 of treatment. This drain volume is 473% the patient's prescribed fill volume of 2300ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. The cycler was replaced. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and was to perform manuals. The patient reportedly had broken their ankle and as such could not get up to provide the cycler software version. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated it was unknown where the large volume of fluid came from during the initial drain 0. The patient's prescription includes 4 fills, with a prescribed fill volume for each cycle of 2300 ml, a last fill volume of 2000ml, and one daytime exchange volume of 2300ml. The strength of the solution used during the treatment was not provided. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete manuals pending delivery of the replacement cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue.